Event description:
When I got the IV in the blood control valve failed, blood flowed quickly out of the IV catheter. The needle also was stuck to the catheter. I could not get the plastic hub to release to the from the needle and retract into the clear part. The needle would "spring" in and out of the clear plastic part with the spring.